Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple cartridges leaked insulin. Additionally, resistance was experienced during the fill process with multiple cartridges. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.

Event description:
It was reported that the multiple cartridges leaked insulin. Additionally, cartridge septum damage was reported with multiple cartridges. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.